Event description:
Information was received from a manufacturer representative regarding an external device. It was reported that the wireless recharger just blinks and would not connect. The device was replaced and the issue was resolved at the time of the report.  There was no patient involvement in this event. Additional information was received from a manufacturer representative (rep). The rep reported that this was an out of box issue.

Manufacturer narrative:
H3 analysis of the returned recharger revealed device is unresponsive. Dut does not response to a button press hard reset. When placed on the dock, dut does not charge, only draws 23 ua, and battery leds continuously cycle. Ad456980 was opened to disposition this issue. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.